Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were observed on the device and undersensing was suspected. Device reprogramming is anticipated. The patient was stable.